Manufacturer narrative:
31july2024 final report: philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down and f14 on mpdu was bad. Review of the system log file showed that there was a malfunction in geo pc. Upon troubleshooting fse replaced pd controller but still the issue persists. Later, fse found the geo pc, scc1, and mg power supplies were fried. Actual cause of the issue was with the multiple component failures due to power surge. The defective geo ipc was returned to philips for further analysis and showed the failure in power supply. However, to resolve the issue fse replaced mg power supply, scc1 and installation of geo pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not boot up. A fuse within the mpdu blew each time a boot up was attempted. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.